Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. Patient noticed fluid leak when taking out the cassette out of the cycler. Patient was able to complete treatment manually and had no adverse effects. Patient's effluent remained clear. Sample has not been returned to the manufacturer.